Manufacturer narrative:
The cause of the reported event remains unknown as the event and patient anatomy could not be reproduced. The returned catheter and sensor showed no abnormalities. The returned delivery catheter and sensor was measured and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. One complaint was found related to the event, and no ncmrs were found. The review determined the process was performed and completed in accordance with abbott specifications and procedures. There is no CAPA associated with the reported event. This and similar events continue to be monitored and trended via quality data review.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during a cardiomems sensor implant, the procedure was aborted due to the patient's torturous anatomy. During the procedure, the patient experienced a cough that was attributed to the patient being hypervolemic. The patient experienced hemoptysis immediately post-procedure that self-resolved without any intervention. The patient was discharged in stable condition.